Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when attempting to remove the guidewire from the right radial artery, resistance was met. Vascular surgery was consulted. Dr. (B)(6) requested a second attempt to remove the guidewire before proceeding to a surgical intervention. At this time, the guidewire and the catheter removed with the guidewire tip intact. Examination of the guidewire demonstrated a bent end. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: when attempting to remove the guidewire from the right radial artery, resistance was met. Vascular surgery was consulted. Dr. Rim requested a second attempt to remove the guidewire before proceeding to a surgical intervention. At this time, the guidewire and the catheter removed with the guidewire tip intact. Examination of the guidewire demonstrated a bent end. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn# (B)(4). In section d provided di # only as no lot number was reported. UDI related data quality updates only.

Event description:
It was reported that: when attempting to remove the guidewire from the right radial artery, resistance was met. Vascular surgery was consulted. Dr. (B)(6) requested a second attempt to remove the guidewire before proceeding to a surgical intervention. At this time, the guidewire and the catheter removed with the guidewire tip intact. Examination of the guidewire demonstrated a bent end. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).